Event description:
It was reported that the inner shaft of the applicator broke off. As the implant could not be tightened any more, the instrument was taken out and then we found that the inner applicator shaft had broken off during insertion. All parts have been retrieved. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. Investigation has shown the applicator inner shaft was broken and visual inspection confirmed that the rear end of the applicator shaft is indeed broken off. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. We suspect that excessive mechanical force is the cause of the breakage and the device failure is related to the conditions of use and operational context contributed to this event. As we have received a number of related complaints from the market, our production manager has decided to review the design to prevent any future problems of this nature.